Manufacturer narrative:
Testing and investigation at the service center the device did not pass the touchscreen calibration test. The probable cause was due to contamination on the device touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was not responding and could not be calibrated. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed and the biomed mode could not be entered to calibrate the touchscreen. No additional information was provided.